Event description:
The facility's healthcare professional reported to baxter (B)(4) that the injection valve of a cyto luer set was partially broken off. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A sample was available for evaluation. A visual inspection revealed that the cytoluer was without the cap and the plug, confirming the reported condition. The root cause of this condition was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.